Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine changeout, the physician noted insulation damage near the connector of the right ventricular lead. The physician stated that electrically the lead was fine. Medical adhesive was applied at the site of the damage. The patient was completely asymptomatic before during and after the procedure.